Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 8 of 10 allegations of skin reaction which was prescribed an unspecified antibiotic (route and dosage unknown) for each infection. Please see the following related complaint records (B)(4).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. The patient reported experiencing multiple skin infections at sensor insertion sites (five on the arm and five on the buttocks). This record captures one event that occurred for an unspecified number of days after a sensor was inserted in the arm. The insertion site was prepped with alcohol prior to application. The patient developed redness, pus, and an infection beneath the sensor patch. On an unspecified date, she consulted a physician via phone and was prescribed an unspecified antibiotic medication (route and dosage unknown) for each infection. At the time of the report, the infection had been resolved. Despite repeated follow-up attempts, the patient did not respond to requests for clarification regarding the specific antibiotic prescribed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.